Manufacturer narrative:
Device is not accessible. If additional information becomes available, it will be provided in a supplemental report. Device implanted in the patient.

Event description:
As reported: "when the locking screw was screwed in, it spun and had no hold in the plate. When the doctor attempted to unscrew the screw, it also spun and could therefore not be removed. It remained in the plate and the treatment was left as it was. "